Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because the device was cycled and not working. During the procedure, the 4.5cm cuff was observed to have a hole which caused a fluid leak in the system, therefore, the physician decided to remove the cuff and pump and replace them with a 4.0cm cuff. There were no further complications.